Event description:
Customer reported an abo discrepancy with a donor unit. Tested on galileo the fwd_aborh type was ab-positive; the donor unit was typed a-positive.

Manufacturer narrative:
A service call was made. The centrifuge was replaced. Afterwards, verification tests were performed; the unit operated within specification.